Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 107 mg/dl. Customer declined to troubleshoot stated wanted insulin pump replacement. Advised that insulin pump would be replaced. No further information provided. Diabetes mellitus